Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) system was explanted due to infection. The system was replaced. The patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.